Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 86 mg/dl; cause was not known. The customer did not receive any treatment while in the hospital. The customer was released from the hospital with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.